Event description:
On the surgical field, it was discovered by the pa and the surgeon that the invuity lighted suction was smoking and the plastic tip had melted. At the time, it wasn't located on the patient or drapes. It was actually in the hands of the pa when the smoking was discovered. It was quickly taken off the field and replaced with a new invuity photon saber.